Manufacturer narrative:
The system was examined and the reported event was replicated. The cable assembly and vitrectomy valve assembly was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 22, 2014. Based on qa assessment, the product met specifications at the time of release. The component valve and two cable sensors were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. The samples were all installed into a known-good ¿pneumatics module then installed into a calibrated system functional testing. The system was booted-up with no system messages and a combined cassette was successfully primed with a 25 g vitrectomy probe connected. The module was then tested but found to fail with a sputtering noise coming from the module. The module was disassembled and the sample component valve was removed and replaced with a known-good part. The module was then tested again and found to pass relevant tests , indicating no issue with the cable sensors. The root cause of the reported events can be attributed to a nonconforming components. An internal investigation was opened to address this issue. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The cable assembly and vitrectomy valve assembly to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 22, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to a nonconforming cable assembly and vitrectomy valve assembly. However, how or when the pressure sensor became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the equipment presented failure to cut and noise. Additional information has been requested.